Event description:
The pt presented with a 70mm abdominal aortic aneurysm in 2003, an excluder bifurcated endoprosthesis was successfully implanted without incident. At the one year follow-up visit, the graft appeared to be doing well with no change in the aneurysm noted. In 2005, an aneurysm enlargement measuring 90mm was noted with no presence of an andoleak. In 2006, an angiographic exam detected no endoleak present. The physician will continue to observed the pt and will consider graft relining if warrented.